Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level range 240-250 mg/dl due to consuming too much food. The customer delivered a bolus via the pump to stabilize bg levels.